Manufacturer narrative:
The most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The device history records (dhrs) for the freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. The customer reported missing high/low glucose alarms with freestyle librelink application. Adc attempted to replicate the reported issue using similar configuration of redmi note 9 os version 11, app version 2.11.2.11107. The reported issue was unable to be replicated, and the system functioned as intended. There was no issue identified with the fs librelink app during replication that would have led to the reported issue. Therefore, this issue is not confirmed. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A signal loss issue was reported with the abbott diabetes care (adc) device in use with redmi note 9 os version 11. As a result, the customer was unable to obtain glucose readings and ultimately were unable to receive glucose alarm alerts. As a result, the customer experienced fatigue and was initially able to self-treat, subsequently, the customer consulted with a healthcare professional (hcp) where glucose reading was measured, however, readings were not reported. The customer then received unspecified medical treatment for the diagnosis of hyperglycemia by an hcp. There was no report of death or permanent impairment associated with this event.